Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that this lead was attempted to be implanted but was not able to be successfully placed due to patient anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.